Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found a manual time/date change on the day of the complaint. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and 24 hour pump exercise and boluses were executed without incidents. A timekeeping accuracy test was performed and the pump maintained the time and date for the 5 days during of the test. The investigation was unable to duplicate the reported time/date issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. During a call to animas, it was discovered that the am/pm on the pump was reversed. Patient reported that the time had been correct and no one else was on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.